Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged during a secondary procedure due to the patient having experienced an unexpected refractive outcome. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.4., d.10., g.1., g.2., h.3., h.4., h.6., and h.10. The lens was returned inside a specimen cup filled with an unknown liquid. The lens has been cut into three pieces, typical of removal. One haptic is also broken-gusset area. Power and resolution testing could not be conducted due to the lens being cut into pieces. Product history records were reviewed and documentation indicated the product met release criteria. Indicated associated products are qualified for use with this reported iol. The root cause for the reported poor vision could not be determined. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).